Event description:
The customer reported via phone call that if she could have 2 meters programmed into the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that she could. During the troubleshooting customer mentioned that she had scratches on the screen, her blood glucose was low sometimes. Customer declined to troubleshoot for low blood glucose and go over cosmetic damaged. The customer said that she was doing fine. The customer was advised that helpline is here 24/7 if she has issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.